Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. The dislodged valve caused an obstruction of the coronary arteries. While trying to snare the valve above the sinotubular junction (stj) to resume coronary perfusion, the patient began to deteriorate and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. Simultaneously, attempts to snare the valve above the stj continued. After successfully snaring the valve above the stj, the patient expired. Vascular access related complications, such as occlusion, cardiac arrest, and patient death, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. One media file was provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter is 68.7mm with a perimeter derived diameter of 21.9mm suggesting a 26mm evolut. The nose cone of the delivery catheter system appeared to interact with the outflow of the evolut, specifically the paddle of the evolut, which resulted in aortic dislodgement. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Based on the information provided, it is likely that the valve dislodgement due to interaction with the nosecone while removing the delivery catheter system was related to the coronary occlusion and death. It was also reported that during removal of the delivery catheter system, the position of the nosecone was too close to the valve which caused the dislodgment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released from the delivery catheter system (dcs). While the dcs was being pulled supra annular, the nosecone was too close to the valve. Consequently, the dcs dislodged the valve. The dislodged valve caused an obstruction of the coronary arteries. While trying to snare the valve above the sinotubular junction (stj) to resume coronary perfusion, the patient began to deteriorate and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. Simultaneously, attempts to snare the valve above the stj continued. After successfully snaring the valve above the stj, the patient expired. A second valve had been prepped but was never utilized.

Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(4), ubd: 21-oct-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.